Event description:
It was reported that the bed was stuck in an elevated position, the scale was inaccurate, and the casters were damaged. There was no pt involvement or adverse consequences reported.

Manufacturer narrative:
Load cell, lift motor.